Event description:
Customer reported a minimum fill notification. There was no adverse impact to the customer¿s blood glucose level. Customer loaded a new cartridge and resumed insulin after successfully resolving the issue with guidance from cts, who advised them to call if the issue reoccurs.